Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08655 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. Device received with broken battery tube threads, cracked case (battery tube), pillowing keypad overlay, minor scratches on case and cracked keypad overlay. No damage to belt clip rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 34 to 79 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported pump physical damage. The insulin pump will be returned for analysis.